Event description:
It was reported that when the patient received her first pump, it was determined that she was allergic to nylon sutures. After eighteen months of implant the pump fell and was resting on her hip. At the time she received her first implant the dacron pouch was not available. However, when she had the revision it was and that is what the health care provider (hcp) had been using for her since. It was unknown what medication this device system delivered at the time of the event. Additional information was requested to verify event details, medications, patient symptoms, resolution and patient outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine and bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain and rsd reflex sympathetic dystrophy/causalgia-complex regional pain syn. In 2002 the suture of the pump kind of let go and the pump fell down onto the lower right hip, patient had it in her lower right abdomen. In 2004, she had it revised and a company representative came out with a decron pouch, so the surgeon used that. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant: product ID 8709, lot# j11180r25, implanted: 2002-(B)(6), product type catheter. (B)(4).